Manufacturer narrative:
Investigation: the complaint of system lockup when using the v5m transducer was investigated. Service had replaced the mpi board on site. However, the replaced mpi board was scrapped. Therefore, no investigation could be performed. This report is resubmitted on request by the FDA.

Event description:
It was reported that the ultrasound system locked up during patient planning just after the user selected the patient's name and had chosen the transducer type. The user rebooted the system to continue and complete the unspecified study. There was no need to repeat the study. There was no patient or user injury reported. No additional information was provided.